Event description:
It was reported that the patient experienced pocket stimulation and diaphragmatic stimulation when the left ventricular (lv) lead was turned on. The patient also complained of pain in the pocket when testing. The lead was capped and not replaced during a system downgrade. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).